Event description:
It was reported on (B)(6) 2016 that the patient was found to have high impedance. The patient was last seen 6 months ago and diagnostics were good at that time. Replacement surgery still has not occurred to date.

Event description:
The high impedance was first seen on (B)(4) 2016.

Event description:
The patient underwent a full replacement on (B)(6) 2016. The explanted facility will not be returning the explanted devices for analysis as they have a no return policy.